Event description:
Customer reports discrepant protein results with albustix urine test strips. There was no report of injury for this event.

Manufacturer narrative:
The cause for discordant protein results is unknown.